Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient's x-rays were not taken. A sjm representative tried reprograming and was able to restore improved stimulation.

Event description:
It was reported the patient experienced shocking sensation multiple times. It was also reported the patient experienced ineffective and unintended stimulation. X-rays will be taken as a next course of action.